Event description:
The ICD device involved in this MDR was implanted on (B)(6) 2012. A vf was induced and treated with shock therapy during the implant procedure. Prior to pt discharge, the ICD was interrogated and three noise episodes were recorded in ICD memory. Because these episodes were non sustained, the sensitivity was not reprogrammed.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.